Event description:
Patient reported severe pain under epg site. The epg and leads were removed one day prior to scheduled trial completion. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.